Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 4 tubes had labels missing the lot number, expiry date and manufacturing date. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following field was updated with corrected information: h.1 imdrf annex a grid (1): a210105 - missing information (2911). Investigation summary: bd received 2 photographs for investigation which indicated failure mode of missing label information based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 4 tubes had labels missing the lot number, expiry date and manufacturing date. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.